Manufacturer narrative:
.

Event description:
The customer reported that the battery requires replacement. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.